Event description:
It was reported that the patient received a shock due to noise on the ventricular lead. The device was turned off to avoid any further inappropriate therapy and the patient was transferred to a different hospital. During explant, the lead was damaged and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.